Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The previous device check early last year showed that the estimated battery longevity had 2.5 years remaining. A recent interrogation showed that the device had reached elective replacement indicator (eri). The battery usage showed an increase of 147% with normal thresholds, and only 17% pacing for atrial fibrillation. It was also noted that the patient has an extensive history of device related infections and has had early replacements/extractions because of this, putting the patient at high risk. The field indicated that the patient doesn't currently have an infection that they are aware of. This device currently remains implanted and in service. No adverse patient effects were reported. It is intended that the device will be replaced within the month. Additional information: several requests were submitted to the field to obtain further information as to whether surgical intervention was performed to replace this device. At this time, no further correspondence has been received. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. The previous device check early last year showed that the estimated battery longevity had 2.5 years remaining. A recent interrogation showed that the device had reached elective replacement indicator (eri). The battery usage showed an increase of 147% with normal thresholds, and only 17% pacing for atrial fibrillation. It was also noted that the patient has an extensive history of device related infections and has had early replacements/extractions because of this, putting the patient at high risk. The field indicated that the patient doesn't currently have an infection that they are aware of. This device currently remains implanted and in service. No adverse patient effects were reported. It is intended that the device will be replaced within the month. Please note: the implant date is estimated. A good faith effort was submitted to the field to obtain the exact date of implant, but this information has not been provided.